Manufacturer narrative:
The product has not been requested back for an investigation. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The father of a customer called and reported the customer experienced an infection after two days of wearing the freestyle libre sensor. On (B)(6) 2018, the customer experienced soreness and redness at the insertion site. The customer also stated that "the skin was hard under the insertion site." The customer was seen by an hcp and was diagnosed with a skin infection and was prescribed a 10-day course of an unknown antibiotic. There was no report of death or permanent injury associated with this event.

Event description:
The father of a customer called and reported the customer experienced an infection after two days of wearing the freestyle libre sensor. On (B)(6) 2018, the customer experienced soreness and redness at the insertion site. The customer also stated that "the skin was hard under the insertion site." The customer was seen by an hcp and was diagnosed with a skin infection and was prescribed a 10-day course of an unknown antibiotic. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection performed on the returned sensor patch, no obvious defects observed. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. Thus, this complaint is not confirmed.